Event description:
A surgeon reports dissatisfaction with patient outcomes. Additional information provided by the surgeon indicates this patient received a custom lasik treatment in the left eye. Postoperatively, this patient exhibited a small overcorrection. It is unknown if the surgeon feels this patent is harmed/injured. Additional information has been requested. The safety and effectiveness of lasik surgery has not been established and is not an approved indication for this device.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.